Manufacturer narrative:
This complaint is still under investigation. MFR will notify the FDA of the results of this investigation once it has been completed.

Event description:
Fractured the greater trochanter upon stem insertion extending the surgical procedure.